Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implants that were placed too proud of the ilium. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493683, mfd. 06/09/16, expires 2021-06, UDI (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 493345, mfd. 07/20/15, expires 2020-07, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 493625, mfd. 03/25/16, expires 2021-03, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. After two months of pain relief, the patient complained of pain in the hip area. The surgeon determined that the implants were too proud of the ilium and were irritating the surrounding tissue. In (B)(6) 2017, the surgeon performed a revision surgery where he advanced all implants so that they were not too proud. The patient is doing well following the revision surgery.